Event description:
It was reported that interrogation revealed that the device reached eri in february 2006. Real-time measured data was 2.67 v, 28 ua, 11 kohms. Occasionally, a "data not read" message appeared. Each time a threshold test was attempted, the device lost telemetry. The eri flag was cleared, but telemetry was lost again while attempting to initiate tests. The patient used the device only 1% of the time.